Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10710. It was reported that the burr became stuck on the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for percutaneous coronary intervention. During removal, severe resistance was encountered between the burr and the rotawire and it was noted the burr was stuck on the wire. Both devices were then removed from the patient's body and the procedure was completed with another of the same burr and rotawire. No patient complications reported.